Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use the bd" bulk syringes 20 ml slip tips were missing the scale/markings. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Investigation: 6 samples received with missing print/ rubmarks. Complaint trending review of this lot and or product family for this issue reveals 1 complaint. Product was produced on 1/8/2016 #2. At bulk process there were 12 inspections on 600 parts and at print/assy there were 13 inspections on 650 parts with zero defects found investigation comments: 6 syringes with missing print returned. Product within specification? Yes? No? Yes based on the investigation root cause was determined to be potential barrel jam. Yes based on an evaluation of severity and frequency it was determined that a corrective action (CAPA) is required at this time. CAPA (B)(4) was initiated to determine root cause and implement corrective action to reduce/mitigate occurrence of this issue. Yes. If identified removal of jam is performed and check dial guide fingers to make sure they are in correct position.